Event description:
Received an unsolicited email from the field nurse, pt was admitted to the hosp because both her pumps showed an "out of service" error message. No adverse events reported. Is the actual device available for investigation? Yes, being sent back to msd. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? No, that's why they went to the hospital. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6).